Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a knee scope procedure on (B)(6) 2020, it was observed that the fms vue pump device was not registering pressure. Another like device was used to complete the procedure with no surgical delay or patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information I obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was not registering pressure was confirmed. Upon evaluation, the device was found to have excessive pressure. It was found that the device had rocker arm failure. The defective rocker arm was replaced and the device was tested and found to be working according to specifications. The defective rocker arm would have caused the device to not register the pressure accurately. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/08/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.